Event description:
Boston scientific received information that this right atrial lead exhibited under-sensing, an unexpected pacing rate and pacing inhibition one day post implant. The lead was observed to have dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).